Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a small volume infusor had ruptured. The rupture occurred when the device was being filled with chemotherapy solution. The reporter stated that the reservoir was in the footed position before it ruptured. There was no patient involvement. No additional information is available.